Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self test. No failed batt test alarm/pump error 4/15 alarm noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. (11) failed battery test alarms found in the pump history file/trace on (B)(6) 2024 started from 23:19:11 to 23:22:23. Pump error 4 alarm found in the pump history file/trace on (B)(6) 2024 at 23:19:08. Pump error 4 alarm due to hardware error (line number 147 file number 2017). Pump error 15 alarm found in the pump history file/trace on (B)(6) 2024 at 23:19:08. Pump error 15 alarm due to software error (line number 259 file number 540). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case at corner of the belt clip rails, scratched case and minor scratched lcd window. Failed batt test alarm not confirmed. Pump error 4 alarm was confirmed due to hardware error. Pump error 15 alarm was confirmed due to software error. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 4, pump error 15 and received battery failed alert. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Customer reported receiving a pump error. Customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed self test. Customer is not using quick bolus speed feature on an impacted pump. Customer reported receiving a battery failed alarm. No damage reported to battery cap contacts or battery compartment. Customer did not receive another alarm after replacing battery. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.